Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified malfunction in the flexviewing pc. Analysis of the system log file also showed that flexviewing pc was malfunctioned. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc by the fse has resolved the reported issue and restored the functionality of the system. To resolve the reported issue, the fse replaced the flexviewing pc, installed software, applied a new license and restored system settings. After replacement of flexviewing pc, installing software, and restoring system settings, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the flex viewing computer did not boot, which would prevent the whole system from booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.